Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument associated with this complaint and completed investigations. The instrument was found to have a dislodged blade. Visual inspection showed that the blade was extended 0.087" from the garage. The blade exposed outside of the blade garage. There was bio debris found at the instrument tip. Components adjacent to this dislodged blade do not show damage.

Event description:
It was reported during the da vinci assisted surgical procedure; the vessel sealer extend (vse) would not fully seal/cut and blade left exposed. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument did not seal all the way during the sealing process. There was no bleeding or injury to the patient due the reported problem. There were no broken pieces and no reported injury.